Manufacturer narrative:
The device was returned for evaluation and DHR review. The DHR review did not confirm any inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. One used blade was returned for evaluation. No dimensional problems were detected. Functional testing was performed and the blade rotated freely and without friction. Significant shedding was noted on the tip of the inner edgeform typically caused when excessive tissue is being resected. This jamming in the edgeform causes the edgeform to splay and returns to its nominal state once the jam is removed. However, the inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specifications for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specifications. However, it was observed that the shedding (seizing, broken, non-operative) emanated from the radius transition point of the inner blade edgeform. The transition splay is inherent in the design and is currently being reviewed to correct this condition on all full radius products. (B)(4).

Event description:
It was reported that while using a 4.5 mm synovator, disp. Blade during a knee arthroscopy, the blade began to make noise and stopped rotating.